Manufacturer narrative:
Based on the analysis of the information collected from the devices associated with the reported event, it is concluded that the v-series and panorama devices operated within specification and the report of missed ventricular arrhythmias resulted from the user action that disabled the arrhythmia detection functionality. Detailed log information was collected from the v-series including electronic activity logs identifying "button pushes" and setting changes along with system configuration logs. All patient data had been deleted from the v-series shortly after the event. Corresponding data from the panorama was reviewed, which included limited patient data acquired in the form of paper copies. (B)(4). (Exemption #e2015032).

Event description:
On (B)(6) 2016 it was reported that while a patient was being monitored by mindray's v-series bedside monitor, the system may have failed to produce an alarm for ventricular arrhythmias. The patient subject to this report expired on the morning of (B)(6) 2016 - no specific time was provided. At the time of the reported event, the v-series monitor was connected to mindray's panorama central monitoring system.